Manufacturer narrative:
One healicoil regenesorb 4.75mm suture anchor used for treatment, was returned for evaluation. Instructions for use contain recommendations and precautionary statements for proper use of product. T1, t2 and suture from a fast fix were also returned inside the shelf carton with the healicoil device. The inserter was returned undamaged with forks intact. Both cobraid and suture tape were returned attached to the anchor and the inserter. The anchor was separated from the inserter. The entire anchor was returned. It displayed signs of an inadequate diameter tunnel use for the anchor and sutures. There was scuffing on the outer distal threads and the first thread was cracked. Specific prep and use techniques are outlined in the instructions for use. Recommended for prep for normal bone condition is a 4.75mm threaded dilator. Per instructions for use ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ complaint history review for the lot number reported, indicated no similar allegation. Batch review did not indicate any condition or product, procedure failures that support the reported allegation. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution. No further investigation at this time.

Event description:
It was reported that during surgery, the heal coil anchor broke. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during surgery the healicoil anchor broke. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported 4.75mm healicoil rsb sa anchor assembly, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation. Off axis insertion.the instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.